Event description:
Patient was seen in the ER. Found through lab work and symptoms patient has an infected tha. Brought to the or and a stage one revision was performed with a liner exchange without incident.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy for infection. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient was seen in the ER. Found through lab work and symptoms patient has an infected tha. Brought to the or and a stage one revision was performed with a liner exchange without incident.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the manufacturing lot or for the sterility lot referenced. The source of the infection could not be determined as information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.